Event description:
Balloon burst. The report received indicated that during a coronary procedure, the lesion was successfully, pre-dilated then the 3.0 x 33 mm cypher was being delivered to the target lesion; however, the device would not cross due to vessel's heavy calcification. Therefore, an extra guide wire was advanced, the guide catheter was deeply engaged and the cypher was redelivered. Then while inflating the balloon, at about 10 atmospheres, the pressure started decreasing and contrast medium leaked from the balloon, confirming a balloon rupture. As a result of the rupture, the stent did not completely deploy from the stent delivery system (sds), took a "dog bone shape" and remained under-expanded. Therefore, the physician decided to retrieve the device; the guide catheter was then deeply engaged and the sds was pulled back into the catheter. The device was retrieved from the patient safely and without report of complications. Although the details were unknown, it was indicated that the procedure was finished successfully. There was no report of injury or adverse event to the patient.

Manufacturer narrative:
Further information indicated the procedure included treatment of a lesion in the mid left anterior descending, the de novo lesion was described as heavily calcified, moderately tortuous and presenting 90% stenosis. The product has been returned for evaluation; however, as of to date the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.